Event description:
Philips received a complaint by the biomed customer on the v60, indicating that during preventative maintenance, it was observed that the devices touchscreen is not working, could not perform pm. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed that the touchscreen is not responding to input. The pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
(B)(6).